Event description:
Patient undergoing a cardiac catheterization. The access device was inserted in to groin and the non metallic distal portion of the device separated and had to be retrieved from patient.sales rep in cath lab at time of event, arrangements are being made to return device for inspection to manufacturer.====================== manufacturer response for access device for cardiac catherization======================manufacturer's sales rep was in cath lab at time of event. He has requested device and we are working out the details to return device for testing.